Event description:
After 1h 54min of high flux-hd hemodialysis treatment, the monitor gave 6 "minimum pressure" alarms, 1 "maximum pressure" alarm, 3 tmp alarms and numerous bubble detection alarms. The patient began with symptoms of hemolysis: presence of darkened blood in the circuit. Change in skin color (yellowing). Severe abdominal pain. General malaise. Dyspnea. Hypotension: she started the session very hypertensive, reaching 239/104 mmhg. At the end of the session the figures decreased to 108/36 mmhg. The patient was disconnected at 1 hour 54 minutes of treatment (approximately half of the scheduled time was missing), without reinfusing the blood. Blood samples analyzed in the laboratory confirmed the diagnosis of severe acute hemolysis. The nurse did not record the lot number for the product in question and discarded the individual packaging. There are 2 possible lot numbers, 22c12 (priming vol. 130ml) and 22i11 (priming vol. 134ml). Fortunately, the patient recovered after blood transfusion and is once again undergoing hemodialysis in the unit. Hemodialysis schedule: 4hr treatment, avf vascular access (normal functioning), qb: 400ml/min, average blood flow: 378 ml/min. Abnormal parameters recorded (not coinciding with the usual values of the same patient): abnormally high arterial pressure (mean arterial pressure -91 mmhg). Abnormally low venous pressure (mean venous pressure +76 mmhg). Abnormally low ptm for an hdf (5 mmhg). Abnormally low clearance (from dose detector): 53 ml/min. Abnormally low kt (for 1h54 min of session): 7l. Abnormally low convective volume: 0,44l. Other devices used: surdial x, fx 80 cordiax (fmc) dialyzer.

Event description:
After 1h 54min of high flux-hd hemodialysis treatment, the monitor gave 6 "minimum pressure" alarms, 1 "maximum pressure" alarm, 3 tmp alarms and numerous bubble detection alarms. The patient began with symptoms of hemolysis: - presence of darkened blood in the circuit. - change in skin color (yellowing). - severe abdominal pain. - general malaise. - dyspnea. - hypotension: she started the session very hypertensive, reaching 239/104 mmhg. At the end of the session the figures decreased to 108/36 mmhg. The patient was disconnected at 1 hour 54 minutes of treatment (approximately half of the scheduled time was missing), without reinfusing the blood. Blood samples analyzed in the laboratory confirmed the diagnosis of severe acute hemolysis. The nurse did not record the lot number for the product in question and discarded the individual packaging. There are 2 possible lot numbers, 22c12 (priming vol. 130ml) and 22i11 (priming vol. 134ml). Fortunately, the patient recovered after blood transfusion and is once again undergoing hemodialysis in the unit. Hemodialysis schedule: 4hr treatment, avf vascular access (normal functioning), qb: 400ml/min, average blood flow: 378 ml/min. Abnormal parameters recorded (not coinciding with the usual values of the same patient): - abnormally high arterial pressure (mean arterial pressure -91 mmhg). - abnormally low venous pressure (mean venous pressure +76 mmhg). - abnormally low ptm for an hdf (5 mmhg). - abnormally low clearance (from dose detector): 53 ml/min. - abnormally low kt (for 1h54 min of session): 7l. - abnormally low convective volume: 0,44l. Other devices used: surdial x fx 80 cordiax (fmc) dialyzer